Manufacturer narrative:
The product was manufactured prior to the implementation of documented corrective actions addressing this known failure mode. An internal investigation was conducted to address the trend associated with the reported event. The following actions were implemented: standardization of the inspection tools and equipment with monitors throughout the manufacturing process replacement of equipment and fixtures to perform penetration testing in all manufacturing areas improvement of the finishing process and documentation. Update set-up and inspection forms as needed this corrective action plan prioritizes improved material handling practices in order to prevent any complications.

Event description:
It was reported on 18 december 2025 that a blade was dull, intraoperatively. Patient injury occurred which resulted in a delay to surgery. No additional information available.